Event description:
The physician reported that the patient's generator was programmed off years prior due to lack of efficacy and the patient did not want the device programmed back on. Review of the in-house programming/diagnostic history database, observed that during interrogation on office visit (B)(6) 2010 the patient's settings were different than what were programmed at the same office visit. The settings found were indicative of a faulted diagnostic test which occurred on (B)(6) 2010. The device was interrogated prior to the patient leaving the office on (B)(6) 2010 as recommended by device manufacturer to ensure the device is at the correct settings; however, the physician did not correct the settings. No patient adverse events were reported.

Manufacturer narrative:
Review of device programming history.

Event description:
Additional information was received from the physician that the patient's device settings were left at the faulted diagnostic test as the device reached neos = yes. Patient chose not to replace the vns due to lack of efficacy from the vns therapy.